Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 5076-52 implantable pacing lead implanted: (B)(6) 2008 product ID 5076-58 implantable pacing lead imp lanted: (B)(6) 2008. (B)(4).

Event description:
It was reported the device may have been experiencing a set screw issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.